Manufacturer narrative:
Trackwise # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) misfired/didn't deploy properly. Opened up another hsk-3038 to complete case. No patient effects or delays reported.

Manufacturer narrative:
Tw #: (B)(4). Updated sections: b4,g3,g6,h2,h6,h11. The lot # 3000473348 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.